Event description:
During a procedure, the threaded screw part of the repositioning pin broke off in the patient's zygoma. It was not able to be removed and remained implanted. While a back up instrument was not available, the case was completed successfully.

Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received, it will be reported on a supplemental report.